Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported in the report that the patient underwent a tracheotomy. The next day, the doctor discovered that the air bag of the suction tracheotomy tube and accessories was leaking and could no longer be used.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-09698-00 for details pertinent to this event.